Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: on examination, the keypad was intact without damage. On investigation, all the keypad buttons had normal response. The alleged keypad issue was not duplicated on investigation. The keypad cover was removed and did not reveal any evidence of damage, defect or contamination of the button contacts. Unrelated to the original complaint, the audio bolus button was noted to be torn, but was fully responsive when tested.